Event description:
It was reported that a device was used during an esophagogastrectomy. The device fired an incomplete staple line. Surgeon hand sutured to complete the case. The patient experienced post operative bleeding. The patient underwent conservative treatment.